Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported the previously mentioned information. They added that they would like a manufacturer representative (rep) to contact them and a physical listing of doctors mailed to them. The agent sent an email to the field for visibility and requested physician listing to be mailed to the patient. Additional information was received from the hcp. They reported that the patient was last seen in 2022.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had loss of therapeutic benefit as well as longevity dissatisfaction. Caller stated that the therapy had not been working for a little while now. Caller stated that they had been incontinent and this was a problem. Agent walked caller through connecting the handset and communicator to the implant. Caller saw eos message. Caller was very upset as they were told that the device should last 10 years. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed with caller longevity expectations. Caller stated they left a voicemail for a manufacturer representative (rep) but nobody called them back. Patient called back the next day and reiterated concern regarding ins not lasting the expected 10 years and were very upset that they were lied to. The patient wanted an explanation as to why the ins only lasted 3 years. Agent reviewed that ins longevity depends on usage and settings. Patient mentioned that a rep "recalculated" the ins at one point but they weren't sure exactly what the rep did, but whatever they did worked. Patient also said they had to raise the stimulation up a little in the beginning. Patient again mentioned that their incontinence was very bad and it was the second day in a row that they felt like crap because of this situation. The patient stated that they cannot afford surgery to replace the ins. Patient was redirected to their healthcare provider (hcp) to further address the issue. Patient was concerned their hcp didn't have enough familiarity with the ins to help them. Agent reviewed that the hcp can invite a rep to an appointment if deemed necessary. Patient said they will call their hcp today or tomorrow.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the issue was caused by normal battery depletion and this was the second time around for the urinary stim. They reported that steps taken to resolve the issue included that they needed to see a new doctor for urology as their last doctor left the office. They reported that both their hcp and their manufacturer representative (rep) told them the battery would last for 10 years. It had only been like 3 years. They reported the issue had not yet been resolved. They reported that the battery inside their body was dead and it didn't last 10 years. They were very upset as this was their second urinary stimulation device.